Event description:
It was reported that the burr entertwined with the rotawire. The stenosed target lesion was located in the tortuous middle left anterior descending artery. A 330cm rotawire and 1.50mm rotalink burr were selected for use. During procedure, it was noted that the burr and the rotawire twined, which led the rotawire twisted. However, it was further reported that the burr was stucked on the rotawire. The device was simply removed from the patient and completed the procedure with another of the same device. There were no patient complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The guidewire was kinked approximately at 49 cm, 327 cm and 329.3 cm (spring tip section) from the proximal end. The spring tip was slightly stretched at the same position of the kink located approximately 329.3 cm (spring tip section) from the proximal end. No more visual damages were encountered in the device. Microscopic inspection was performed and it was discovered that the core wire was separated; the separation was located approximately at 329.3 cm from the proximal end, where the spring tip was kinked, the another section remained attached to the distal solder ball. Dimensional inspection of the device was performed and revealed that the outer diameter (od) of the distal tip, middle section and proximal section were within specification. However, dimensional inspection of the overall length could not be measure due to the device condition.

Event description:
It was reported that the burr intertwined with the rotawire. The stenosed target lesion was located in the tortuous middle left anterior descending artery. A 330cm rotawire and 1.50mm rotalink burr were selected for use. During the procedure, it was noted that the burr and the rotawire twined, which led to the rotawire twisted. However, it was further reported that the burr was stuck on the rotawire. The device was simply removed from the patient and completed the procedure with another of the same device. There were no patient complications reported and patient was stable post procedure.